Manufacturer narrative:
Complaint conclusion: as reported, after combining with the unknown sheath, the balloon of the 6f-7f mynx control vascular closure device (vcd) was inflated but it burst. There was no reported patient injury. After percutaneous coronary intervention (pci), mynx control was used for hemostasis. The device was returned for analysis. A 6f/7f non-sterile mynx control vascular closure device was returned for investigation. Per visual analysis, both buttons 1and 2, and the sealant remained in the manufacturing position. The sealant was exposed to blood and was swollen. The sealant sleeves were protruding away from the catheter. The balloon was observed to be torn. There was dried contrast solution in the inflation tubing. The syringe was attached to the device with stopcock open. The procedure sheath was not returned. Per functional analysis, due to the torn condition of the balloon a functional test could not be performed. Per microscopic analysis, visual inspection under high magnification revealed a radial tear at 5mm from the balloon proximal tip. A product history review of lot f2103601, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported failure ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. Patient factors, such as calcified vessels, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed to confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture, evidence of adequate flow and no evidence of significant pvd in the vicinity of the puncture. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Phone number: (B)(6). Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after combining with the unknown sheath, the balloon of the 6f-7f mynx control vascular closure device (vcd) was inflated but it burst. There was no reported patient injury. After percutaneous coronary intervention (pci), mynx control was used for hemostasis. The device is expected to be returned for analysis.